Manufacturer narrative:
Insulin pump passed the rewind basic occlusion test, prime test and displacement test. Insulin pump received stuck in the motor error loop during bolus and basal delivery and error alarm confirmed in the history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Insulin pump received with bleeding lcd glass. No cosmetic damage noted.

Manufacturer narrative:
Insulin pump passed the rewind basic occlusion test, prime test and displacement test. Insulin pump received stuck in the motor error loop during bolus and basal delivery and error alarm confirmed in the history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Insulin pump received with bleeding lcd glass. No cosmetic damage noted.

Event description:
Customer reported a motor error on his insulin pump. Customer's blood glucose was 175 mg/dl. There were no significant events leading to the alarm. The device was not exposed to a strong magnetic field. The alarm was cleared. Customer does not use the sensor feature. Customer is able to rewind the device. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.